Event description:
Four patient samples with discrepant sodium results. Initial result gave 129 mmol/l; repeat gave 141 mmol/l. Erroneous results were not reported. The field service representative determined the cause for the discrepancy to be a defective pinch valve and sodium electrode, and replaced pinch valve and electrode. Performance tests were performed and within specification.

Event description:
Four patient samples with discrepant sodium results. Initial result gave 115 mmol/l; repeat gave 130 mmol/l. Erroneous results were not reported. The field service representative determined the cause for the discrepancy to be a defective pinch valve and sodium electrode, and replaced pinch valve and electrode. Performance tests were performed and within specification.

Event description:
Four patient samples with discrepant sodium results. Initial result gave 123 mmol/l; repeat gave 130mmol/l. Erroneous results were not reported. The field service representative determined the cause for the discrepancy to be a defective pinch valve and sodium electrode, and replaced pinch valve and electrode. Performance tests were performed and within specification.

Event description:
Four patient samples with discrepant sodium results. Initial result gave125 mmol/l; repeat gave 142 mmol/l. Erroneous results were not reported. The field service representative determined the cause for the discrepancy to be a defective pinch valve and sodium electrode, and replaced pinch valve and electrode. Performance tests were performed and within specification.